Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has had two days of the lvad system producing ¿strange sounds¿. The lvad sounds were confirmed by the lvad clinician as having wavering, higher and lower pitch sounds, almost sounding pulsatile. The lactate dehydrogenase (ldh) was 1806 u/l, up from 305 u/l in (B)(6) 2017. The patient denied any symptoms other than a recent increase in sinus drainage that made the patient feel like coughing. The patient reported that the lvad pump parameters were stable. The patient was placed on heparin. The plan of care was to continue heparin and monitor laboratory values. During hospitalization, ldh values were as follows: (B)(6) 2017: 1806 u/l, (B)(6) 2017: 2053 u/l and (B)(6) 2017: 2148 u/l. It was reported that the variation in lvad sounds had decreased. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported events could not be conclusively determined through this evaluation. Furthermore, the reported sounds heard from the device could not be confirmed. Review of the submitted log file showed normal device operation above the low speed limit for the duration of the log file, with no atypical events captured. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.